Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The pneumatic block was replaced to address the failed to complete its internal self -test. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the failed to complete its internal self -test was due to contamination of the device pneumatic block while the safety reset complete alarm was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed a safety reset complete alarm. There was no patient harm or serious injury reported as a result of this incident.